Event description:
Zyvox infusing from a 300 cc bag. Infusion going for about 10 minutes when issue of free flow noted. Tubing clamped, pump stopped, hook up checked and verified as correct with 2 nurses. Opened clamp again and free flow again occurred. Patient received approximately 150 cc of fluid as a result. The staff feels the issue is with the tubing. Unfortunately, they did not keep the tubing.what was the original intended procedure?infuse a 300 cc bag of zyvox.